Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had blank display. Customer's blood glucose level was unknown. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device powered up properly after battery installation. No blank display noted. Device passed the displacement test, current measurement test and self test. Device was monitored and no unexpected powering off or blank display noted. Verified the battery tube power is properly connected to connector during visual inspection. (B)(4).